Event description:
Caller states that the patient tested 7.7 inr and 7.1 inr on the coaguchek test system and 3.6 inr on a comparison lab. Coumadin was reportedly held based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 405a-b2, exp 3/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.